Manufacturer narrative:
It was determined that a software mismatch between the cf-70 and sp-50 caused this event. When the software versions are not matched, and an error condition occurs requiring the operator to open the door of the cf-70 to remove slides or slide magazines from the cf-70, the operation of the cf-70 does not halt. When the software versions are matched, all operation of the cf-70 correctly halts when the door is opened. The software mismatch was due to a servicing error by the service engineer (se) in not verifying that the software version on the cf-70 and sp-50 matched after installing the software. The se reinstalled the software and verified that the software versions matched between the cf-70 and the sp-50 to resolve the issue. After the software versions matched, operation halted while the cover door of the cf-70 was open.

Event description:
During installation of a cf-70 (connection unit for di-60), a sysmex employee reported that the operation of the cf-70 did not stop upon opening of the cover door. The cf-70 delivers stained blood smears prepared on the sp-50 (automated hematology slide preparation unit) to the di-60 (automated digital cell morphology analyzer) and stores smears for which analysis has been completed on the di-60. When running samples through the cf-70, multiple errors were generated and displayed on the sp-50. An alarm was also heard. Following directions on the sp-50 screen, the sysmex employee opened the cf-70 door to resolve the errors. When the sysmex employee inserted their hand to remove slides and magazines, a noise associated with mechanical movement was heard and the cf-70 arm was observed to be moving. The sysmex employee removed their hand and no harm was incurred.